Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a dialysis catheter. Customer states that they had to exchange palindrome catheter, due to cracking of venous hubs.

Manufacturer narrative:
An investigation is under way. Upon completion, the results will be forwarded.